Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered alerts for high rv and superior vena cava (svc) coil impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.